Manufacturer narrative:
(B)(4). Customer reports: cracked case. Insulin pump received with cracked and bleeding glass. Unable to perform displacement test or verify s.w version. The p-cap / reservoir lock properly in-place. No damage noted on the retainer during visual inspection. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, battery tube threads and keypad overlay at select button. Minor scratched display window, case and keypad overlay. In conclusion, customer allegation of cracked case was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked pump case. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.